Manufacturer narrative:
A service history review cannot be performed for lot# 3962293 as this is a lot controlled item. The manufacture date of this item is july 22, 1999. The service history evaluation is unconfirmed. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported and documented that the tip is broken and the wire is bent on the depth gauge for 1.3mm and 1.5mm screws. Complaint issue discovered during sterile processing. It was confirmed that there was no patient involvement due to issue being found outside of operating room. This is not for a warranty replacement only. This event did not contribute to a death or injury. This report is 1 of 1 for complaint (B)(4).